Event description:
Customer called to report that the coulter lh780 hematology analyzer sprayed diluted blood in the rear section of the front left side of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing through (valve) vl115 was leaking. The fse replaced the tubing through vl115, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the tubing through vl115.

Manufacturer narrative:
(B)(4).